Manufacturer narrative:
Device received with broken off end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a33 alarm, button/keypad anomaly due to broken off end cap. Device had minor scratched lcd window, cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. No damage/unlocked j2/lcd keypad connector during visual inspection noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issue with insulin pump¿s down arrow, the insulin pump was bumped and had cracks, scratches on the top reservoir ring and front face. The customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting. Customer stated that they observed time clock for one minute and stated that the time was advances. Customer stated that the reservoir was able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.